Event description:
Caller states the patient tested 5.7 inr on the coaguchek system and 3.9 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect system, however caller states strips are unavailable for return.

Manufacturer narrative:
Aspirin - day, amiodarone - 400mg, diovan - 320mg, vytorin - 10mg, prilosec - 20mg, lasix - 70mg, lopressor - 300mg/day.